Event description:
It was reported that the user¿s continuous glucose monitor indicated a low glucose while a contemporaneous fingerstick measured 145 mg/dl, and subsequent fingersticks showed 335 mg/dl and later 394 mg/dl with the pump indicating high glucose; the user had eaten approximately two hours earlier and missed the meal announcement, and cgm accuracy concerns prevented automated correction dosing, so the user was instructed to enter fingerstick values manually at least 15 minutes apart and to replace the sensor if values did not align after multiple attempts. Symptoms included lethargy, stress, and dry mouth consistent with hyperglycemia. Outcomes included sustained hyperglycemia without hospitalization. Customer care provided phone-based troubleshooting, manual calibration workflow guidance, and recommendation to contact the cgm manufacturer and replace the sensor if misalignment persisted. Investigation of this case revealed cgm-pump discordance consistent with inaccurate cgm readings and a missed meal announcement that likely contributed to hyperglycemia, with no pump hardware malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement combined with cgm inaccuracy.

Manufacturer narrative:
Initial.